Manufacturer narrative:
The device was returned and inspected. The olympus repair center confirmed the customer's complaint due to a defective circuit board. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus the display on the otv-s200 video system center had no image and the touch panel was not functioning. The event occurred while preparing for a therapeutic laparoscopic cholecystectomy procedure. The intended procedure was successfully completed with another similar device. There was no patient injury as a result of the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that a failure occurred due to a failure of cp board. Root cause cannot be specified. Olympus will continue to monitor field performance for this device.